Event description:
False negative result (s). Provided a false negative result when a pcr and rapid test done the same day were both positive and the individual was symptomatic. The only reliable at home test is the binaxnow in my opinion.